Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was brought to the clinic; however, it was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal cefazolin and ceftazidime (for 21 days, no further details) for the peritonitis. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.